Event description:
The patient reported sparking on the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient. An additional event observed during analysis confirmed exposed wires of the power extension cable.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported sparking on the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.